Event description:
The customer reported a screen prompt error. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported a screen prompt error. No patient involvement was reported. On (B)(4) 2012 a philips fse clarified the issue as a boot error. ECG and defibrillation failure. As of (B)(4) 2011, the customer has not opted to have philips evaluate the device.